Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error and high blood glucose event. The customer¿s blood glucose was 567 mg/dl at the time of incident. No significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer's parent also reported that the insulin pump had a blank display that was resolved by battery change. Customer had a high blood glucose of 567 mg/dl and treated. Customer's parent declined high blood glucose troubleshooting. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.